Event description:
It was reported that the vns pt has been experiencing worsening voice alteration and discomfort in the neck region since vns implantation surgery which prompted the pt's mother to visit the ent for an evaluation. The ent diagnosed the pt to have developed vocal cord paralysis on the left vocal cord. The pt is unable to articulate the vowel sound "a". This event is suspected to have begun a few months following vns implantation surgery. Diagnostics performed on the pt's device revealed proper device function. The pt's caregivers refused to program the vns device off to assess the relationship between the vns device and vcp, as they were concerned about losing seizure control. The event was considered to be mild and therefore, no interventions were taken for this event. It is unk if the event is temporary or permanent. It is unk if the pt had a medical history pre-vns of this event. The physician is unable to rule out vns device as a contributory factor to the event.